Manufacturer narrative:
H4: device manufacture date: this lot was manufactured november 4, 2019 to november 5, 2019. The actual device was not available; however, a video and photograph of the sample were provided for evaluation. Visual inspection of the video and photograph identified a visible leak from the upper right side of the solution bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from an unknown location. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.